Event description:
It was reported that during preparation for a coronary artery stenting treatment procedure stent damage was noted. When the stent protector was removed from the 2.5x12mm taxus liberte stent delivery system during preparation, a raised stent strut was noted. The distal right coronary artery stenting procedure was then completed with a 2.5x16mm taxus liberte stent. There were no reported patient complications and the patient status was reported to be good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a coronary artery stenting treatment procedure stent damage was noted. When the stent protector was removed from the 2.5x12mm taxus liberte stent delivery system during preparation, a raised stent strut was noted. The distal right coronary artery stenting procedure was then completed with a 2.5x16mm taxus liberte stent. There were no reported patient complications and the patient status was reported to be good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte (mr) stent delivery system (sds) with no stent. Although it was reported that the device was not used, the presence of contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. The distal end was further inspected under magnification and it was determined that the stent was no longer present on the sds. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a tightly folded condition, as-received, and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).